Manufacturer narrative:
(B)(6). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a procedure performed on (B)(6) 2009 (male, (B)(6); exact age & weight unknown). According to the complainant, an ultraflex esophageal covered stent was implanted (B)(6) 2009. On (B)(6) 2010, the physician observed that the cover of the stent had detached and migrated to the stomach. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a procedure performed on (B)(6), 2009 (male, over 18 years; exact age & weight unknown). According to the complainant, an ultraflex esophageal covered stent was implanted (B)(6), 2009. On (B)(6), 2010, the physician observed that the cover of the stent had detached and migrated to the stomach. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Since the initial MDR was submitted, additional information has been received. Additional information received: it was reported to boston scientific corporation on (B)(6), 2010 that the stent migrated downward into the stomach. The covering of the stent bent on itself, and migrated as well. It was reported that the patient has esophageal cancer. A surgical procedure was performed, and the patient's condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4): investigation results: a visual, or functional examination of the device could not be performed since the complaint device was not returned for analysis. However, a dvd of the procedure was returned for analysis. After review of the dvd, boston scientific was not able to conclusively determine whether the cover detached and/or confirm if the cover migrated. It was confirmed that the proximal end of the stent was uncovered; however, it could not be conclusively determined if the cover had detached from the distal portion of the stent. Therefore based on this information, no definitive root cause could be determined. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a procedure performed on (B)(6), 2009 (male, (B)(6); exact age & weight unknown). According to the complainant, an ultraflex esophageal covered stent was implanted (B)(6), 2009. On (B)(6), 2010, the physician observed that the cover of the stent had detached and migrated to the stomach. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Since the initial MDR was submitted, additional information has been received. Additional information received: it was reported to boston scientific corporation on (B)(6), 2010 that the stent migrated downward into the stomach. The covering of the stent bent on itself, and migrated as well. It was reported that the patient has esophageal cancer. A surgical procedure was performed, and the patient's condition post procedure was reported to be stable.

Manufacturer narrative:
In addition to the investigation results previously reported, an additional review of the dvd was performed. This review indicated that there were possibly holes in the ultraflex esophageal stent while in situ in the esophagus. The following observations were also made: "user pushes the stent into the stomach, where the covering appears to be present on most of the stent, but there are some holes present. The user repositions the stent back into the esophagus." This additional review does not alter boston scientific's previous conclusion that the root cause of this event is undeterminable.